Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Customer called to order control solution and stated her blood sugar was reading high. Customer was not concerned with the blood glucose test results as she stated she was having symptoms of high blood glucose. Customer stated she was feeling dizzy, having neck pain, frequent urination and thirst. Customer stated she was going to seek medical attention. Customer also stated she had a standing doctor's appointment that friday. Customer was unable to continue with the call and no further information was able to be obtained.